Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) suddenly turned off during use. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
After numerous attempts for further information from getinge italy, we have not received any additional information since follow up #1 was submitted. Consequently we are relying on the last information received from the company representative which then indicated ongoing troubleshooting with no failure of the iabp detected. The foregoing action taken is due to the ongoing impact of the 2019 coronavirus disease (covid-19) outbreak; local, state, and national governments around the world have issued work and travel restrictions. As a result, information from most territories to getinge may be subject to significant delay of few months or possibly longer delays. The outbreak has impacted getinge¿s ability to receive and perform part evaluations necessary to complete the complaint investigations. A supplemental report will be submitted if additional information is made available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) suddenly turned off during use. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service representative has advised that the iabp has been evaluated and is still undergoing testing; it has been working for several days without any issues. A supplemental report will be sent upon completion of evaluation and repair, if any.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) suddenly turned off during use. There was no patient involvement; thus no adverse event was reported.